Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited crosstalk. When programming was set to ddd at 90 beats per minute, atrial stimulation was sensed by the ventricular lead and no stimulation was delivered. The pacemaker dependent patient reported not feeling well.